Event description:
It was reported during a tfn procedure there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hr. This is 6 of 10 reports for the same product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review requested. Subject device has been received and evaluated. Alleged malfunction could not be reproduced. Device met specifications.